Event description:
It was reported that this right atrial (ra) lead dislodged after the initial pocket closure. The dislodgement was confirmed through fluoroscopy. Also, low amplitude signals and failure to capture the tissue were observed. The physician tried to reposition the ra lead, but thresholds were high, therefore the ra lead was removed, and a passive lead was inserted instead with normal pacing thresholds. The ra lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead dislodged after the initial pocket closure. The dislodgement was confirmed through fluoroscopy. Also, low amplitude signals and failure to capture the tissue were observed. The physician tried to reposition the ra lead, but thresholds were high, therefore the ra lead was removed, and a passive lead was inserted instead with normal pacing thresholds. The ra lead has been returned for analysis. No additional adverse patient effects were reported.